Event description:
Customer reported the locking device is broken, the hose was worn out, and the pins are loose (for connections). This is 1 of 1 report for event # (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noted that bearings were damaged due to excessive cleaning or maintenance. They also found that the machine was oily inside and there was water residue. Parts were replaced.